Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. P/n 528135 is not being manufactured currently, however, another part number from the same family was used for the verification of failure mode reported in the current manufacturing process taken from the current production from p/n 528235 visistat 35r 6/box lot# 73e1800142 the staplers were functionally inspected and the issue reported was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35r 6/box lot #73m1700053 investigations did not show issues related to the complaint. The customer complaint cannot be confirmed and no corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time, since the sample is not available is not possible to determine the source of the defect reported. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the stapler is jamming. No more staples come out of the stapler so the device had to be changed. We faced this incident twice. There was no consequence for the patient.